Event description:
This ICD was explanted because of inappropriate sensing & pacing in both the atrium and ventricle.

Manufacturer narrative:
The analysis on this device is pending. (B) (4)

Manufacturer narrative:
September 22, 2009. The analysis on this device is pending.

Event description:
This ICD was explanted because of inappropriate sensing & pacing in both the atrium and ventricle.